Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is unknown.

Event description:
Related manufacturer report number: 3006705815-2021-02664. It was reported that the patient¿s lead had migrated. As result, the lead was explanted and replaced. It is unknown which lead was replaced so both are being reported.